Manufacturer narrative:
This file was originally submitted on 07/16/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient called in to report that they are having issues with both of their batteries. Patient noted that one battery is not fitting into slot and the other would not boot up monitor. The inability to fully boot up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned both batteries passed test. Returned monitor failed inspection for failure to power up confirming the reported issue. It was observed that the circuit board was defective. Occasional damage to wcd components is foreseeable due to rough handling in the home use environment. Will continue to trend for future occurrences.